Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) alleging the patient¿s onetouch delica lancing device did not fire. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred (B)(6) 2013 at noon. The reporter stated the patient uses diet and exercise to manage his diabetes. The reporter stated the patient normally tests twice a day. The reporter stated the patient made no changes to his usual diet, activity level or medications on the day of the alleged issue. The reporter stated a few minutes after the alleged issue occurred, the patient developed symptoms of ¿dizziness and shakiness.¿ the reporter stated the patient was taken to the emergency room on (B)(6) 2013 and was treated with an unknown injection. The reporter stated the patient¿s blood glucose was measured but she was unable to recall the reading. At the time of troubleshooting, the cca confirmed it was not the first time the meter had been used. The patient¿s testing technique was correct and the patient was using the correct lancets. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claims due to the alleged issue the patient developed symptoms suggestive of hypoglycemia and required treatment from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.